Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r camera, serial/lot #: (B)(6): g2: foreign country - japan h3, h6: the 9735821r camera, lot p901573 was returned for evaluation. Analysis found an electrical failure. The returned position sensor unit (psu) had scratches on the housing. A check of the event log did not show any adverse events. The psu failed an accuracy test (aak) at .386mm with a passing threshold of .250mm. Codes b01, c02, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was a failure to recognize the power supply unit. There was no patient involvement. Additional information was received. It was reported that there was a failure to recognize the position sensor unit (psu)/camera.